Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right ventricular (rv) lead exhibited a high capture threshold, and the atrial (ra) lead exhibited far r-wave oversensing, which resulted in inappropriate mode switching. Both rv and ra leads were explanted and replaced. The patient was in stable condition.